Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s l1 lead incision site opened up. As such, a wound dehiscence washout was performed on (B)(6) 2023 wherein the doctor washout the incision, revised and re-sutured the incision to address the issue.

Event description:
Additional information received indicates the wound had healed and patient is doing well.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.